Event description:
During a colonoscopy procedure, it was noted that the pt had blood and fluid in the sigmoid colon. The colonoscopy was discontinued immediately. An x-ray confirmed free air in the abdomen. The pt was taken to surgery for repair of the perforation. The pt is recovering from the occurrence.